Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient was experiencing new pain since their implant was placed. The patient mentioned that they only had one kidney and were going to order tests. The patient was getting an ultra sound, which may be related to their issues with the implant, so they were going to check. It was noted that the patient also had other pain prior to being implanted. Additional information was received from the patient's healthcare provider (hcp) on (B)(6) 2017. It was reported that the patient's new pain was in their right flank and had nothing to do with their spinal cord stimulator (scs) system. Additional information was received from the patient on (B)(6) 2017. It was reported that the patient first started experiencing their new pain in (B)(6) 2017. The patient stated that their questions on device programming may have led or contributed to the issue. It was noted that the patient's questions were answered sufficiently and the issue was resolved. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient is scheduled for test (B)(6) 2017. The patient stated they are noticing something else and not sure what it is so the hcp ordered this test. Unsure if related to device. The patient had pain in back and only has one kidney and does not know if it is in the area of the kidney .the patient did not have this pain before the implant. Patient stated she has had pain for 19 years so its hard to tell. Patient service specialist could not confirm date of pain exactly. No further patient symptoms or complications were reported.

Manufacturer narrative:
Fdd (B)(4) is no longer supported due to additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported there was no issue with the implant, the patient had a question about their remote. No further information was reported